Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID 977a160, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-sep-2022, UDI#: (B)(4); product ID: 977a160, serial/lot #: (B)(4), ubd: 10-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient is going to h ave their stimulator replaced because the battery is not working properly and the leads are dead. The patient wanted information on the new system so patient services reviewed the documented information. The event date was noted to be in 2019 as the patient indicated that their healthcare professional (hcp) knows all of that information but is unsure of when they realized the battery is not working properly or the leads are dead. The patient was implanted on (B)(6) 2019. No further complications were reported/are anticipated.